Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer reported that per the patient, it began getting weaker on the left side, and now there was no left side coverage. The lead that did cover the left side was now only giving rib stimulation. It was noted that the following diagnostics/ troubleshooting were performed; reprogramming, impedance check, and CT, but that reprogramming did not resolve the issue. The product status was implanted remains in service. A lead revision was planned to move the percutaneous lead more to the left, however a date had not yet been set. Indication for use included spinal pain. Follow-up was performed to determine what caused the reported event an outcome. This event will be updated if additional information is received.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer head a lead revision on (B)(6) where the percutaneous lead was moved to the side that wasn't getting enough stimulation. The physician thought the lead migrated during scarring and didn't want to return any product. Following the revision the consumer was receiving bilateral stimulation.